Event description:
Rptr represents the pt, who underwent two combined surgical procedures on january 19, 1995 at a hosp. Most unfortunately, the pt was seriously burned during the combined procedures. The burn occurred to the back side of her upper left leg. Following the procedure while the pt remained hospitalized, one of her attending surgeons recognized the presence of the burn. On the discharge instructions, the surgeon suggested that soap and water be applied to the burn. Throughout her hosp stay, the nurses curiously referred to the burn as a "skin tear," a term not recognized or used by all of the drs, although no physician apparently questioned the nurses about the "skin tear." The surgeon attributed the burn to faulty electrocautery equipment during the surgical procedures. However, the equipment was never segregated or tested for any malfunction or defect and the single use ground pad was simply thrown away without examination following the surgical procedures. The burn injury persisted and the pt retained legal counsel who inquired of the surgeon about the cause of the burn. The surgeon wrote that he believed that the burn was the result of the faulty electrocautery equipment. Neither the hosp nor the surgeon ever reported this incident to any governmental agency or the MFR of the equipment. Rptr has started a lawsuit concerning the pt's burn injury and the hosp has taken the position that it had no duty or obligation to report this incident to anyone despite its knowledge of the surgeon's opinion of the nature of the injury and the cause. The surgeon writes to the rptr, "the pt underwent surgery on 1/19/95 and recovered successfully. She did not undergo any form of laser surgery. She, nevertheless, did have electrocautery used during the course of her surgery that is standard for most major operations. When such a device is utilized, a gounding pad is used which is usually applied to the thigh. This ensures the safety of the pt while cauterization is used for some of the hemostasis. In the postoperative phase she, unfortunately, was found with a thigh erythema (redness) at the site of the gounding pad. This was cared for conservatively and appered to be stable. Indeed, she did have significant discomfort from this and did take a long time for this area to heal. Skin grafting at some point was considered but was decided against. I last saw her on june 7, 1995 and the area seemed to have narrowed to about 1/2" wide, representing over 95% complete healing. Indeed, at that point she was still complaining of discomfort of that site. It is my assumption that the cause of this could be by one of several or combination of a faulty machine, incomplete adherence of the grounding pad or loose connections of the wires. These are the primary ones that come to mind. These would lead to incomplete grounding and, thus, a burn injury. I would have to defer to the MFR for further clarifications. I hope this info is valuable as you study the case and if I could provide you with any further info, please feel free to let me know. I'm referring this issue to the hosp for further communications and providing you with the info in regard to the MFR's name and address."